Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the right ventricular lead exhibited a loss of capture. Fluoroscopy did not reveal any anomalies. The lead was capped and replaced (B)(6) 2023. The patient was discharged from the hospital after the procedure.

Event description:
Related manufacturer reference number: 2017865-2024-00766. New information received indicates the patient presented prior to a generator exchange. During interrogation, it was discovered the right ventricular lead exhibited a fracture and high pacing impedance. Examination of the pocket showed minimal tissue over the implantable cardioverter defibrillator (ICD) suggesting an impending erosion. The ICD was explanted and replaced and the pocket revised.